Manufacturer narrative:
Conclusion: a leaking rechargeable battery has been detected during a normal repair process. The housing of the rondo 2 audio processor shows a crack where the leaking electrolyte has collected on the inside. The leaking battery was only found after the device was milled open, no residues were found outside the housing. Other components have been affected and damaged by the electrolyte. Based on the device investigation, it is assumed that the device got damaged most likely because of excessive mechanical forces. This is a final report.

Event description:
During a normal repair process a leaking rondo 2 rechargeable battery was discovered. There has been no report of user injury from contact with electrolytic fluid. The device has been exchanged prophylactical after issues with the implant magnet occurred. The device was making sounds when the user was moving (tw 263758).

Manufacturer narrative:
The device has been returned to innsbruck where it will be further evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During a normal repair process a leaking rondo 2 rechargeable battery was discovered. To date there has been no report of patient injury from contact with electrolytic fluid.